Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 235 clip device was used in an colonoscopy on (B)(6) 2022. According to the complaint, during the procedure, the client said the clip would not deploy after being closed and positioned. The scope was not torqued and nothing seemed wrong. The client said the wire felt too stiff yet flimsy at the same time. The wire did not feel like it normally does. It was noted the procedure was completed with another resolution 235 clip device. There were no patient complications reported as a results to this event. The patient condition at the end of the procedure was reported to be stable.